Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that the patient was revised to remove metal on metal liner. Doi: unknown. Dor: (B)(6) 2019. Left hip.